Event description:
Subject (B) (4) underwent rectocele repair on (B) (6) 2009. She presented with a hematoma 5 days post surgery. The hematoma was surgically drained on (B) (6) 2009. The site determined event was remotely related to device and procedure.